Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Returned reader was observed to be de-cased from previous investigation. Reader did not power on with the button, strip, or usb cable insertion. Reader was connected to the pc and software was not able to recognize the reader. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and results were within the specification. Power adapter passed testing. Observed returned reader to already be de-cased from previous investigation. Performed visual inspection of the reader pcba (printed circuit board assembly). Nxp processor was present. Pcba was observed to be damaged. Burn markings were observed on dn3 chip. An extended investigation was performed. A visual inspection was performed on the returned de cased sensor. Observed the sensor burn mark on dn3 chip. The cable and adapter investigation was reviewed and was observed to have passed testing. Unable to be extracted data from reader as it failed to turn on. The returned battery voltage was measured to be not within specification. The returned battery was replaced with a known good battery. The dn3 chip was likely damaged due to high voltage applied to the usb port from the customer and prevented the reader from turning on or connecting to software to obtain the reader log. This may be due to inserting an unauthorized object into the usb port, and creating irreversible damage to the reader. The issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undegoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.